Manufacturer narrative:
Product analysis: the pacific plus pta balloon catheter was returned to medtronic investigation lab for evaluation. No ancillary devices nor procedural photographs were received for analysis. The pacific plus pta balloon catheter was received in a post-inflation profile, (e.g. Not tightly wrapped nor winged). A visual review of the device was conducted, and all components were accounted for. The lot number data printed on the y-manifold is consistent with the data on the pouch label, shelf carton label, and reported event. A 10cc water filled syringe was attached to the proximal hub luer lock and the guide wire lumen was flushed; a clear steady stream of the fluid was observed exiting the distal tip of the balloon catheter. A 0.018¿ compatible guide wire was loaded through the distal tip and navigated out the proximal hub luer lock with ease. 10cc water filled syringe was attached to the inflation lumen luer lock on the y-manifold and a vacuum could be pulled but not maintained. The inability to maintain a vacuum indicates communication between the inflation lumen/balloon and the environment, such as leak. The balloon was lightly inflated with the water filled 10cc syringe and a leak at the proximal end of the balloon chamber was noted. Under magnification a longitudinal tear in the balloon chamber was located proximal of the balloon chamber¿s proximal radiopaque marker band. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a pacific plus for patient treatment. The device did not pass through a previously-deployed stent. There was no resistance encountered nor was there excessive force used. It was reported that the balloon burst/leaked during inflation. The pressure is unknown, but it was noted that the contrast media went out immediately. All the fragments of the balloon were retrieved from the patient. The procedure was completed with another balloon. There are no patient injuries reported.